Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) felt a pop during sexual activity. Upon revision, the right cylinder extruded corporal body and into scrotum. The cylinders and pump were removed and replaced, full washout was performed, and the existing reservoir was drained and refilled. No additional complications were reported.